Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "dripping crap into my body, pain, breast dropped, breast are really hard, autoimmune disease, anxiety level at the top, hip replaced."

Event description:
Patient reported unknown side "dripping crap into my body, pain, breast dropped, breast are really hard." Patient additionally reported "cancer, autoimmune disease, anxiety level at the top, hip replaced;" these events are not related to the device. Device remains implanted.